Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose was 85 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.